Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot numbers are not available for either open spine clamp. Both device manufacturing dates are dependent on lot number, therefore, unavailable. The site reported 2 open spine clamps that were worn, this is to document the concern with both devices. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported a site has 2 open spine clamps that are worn-out. The site is requesting replacement. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Lot number and device manufacture date provided for one of the instruments.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Lot # and mfg date of the second clamp now provided. Two replacement clamps were ordered by the site to resolve issue. One of the old ones was discarded by sterile processing and they have been unable to locate the second one.